Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noted that the balloon reached 50 psi and the "contrast refluxed exited from the orifice of the balloon guide. The balloon leaked inside the cavity."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.